Event description:
Customer contacted saalt after having gone to the hospital to have her cup removed. After further email contact, the customer stated that she was using her saalt cup for the first time and felt that she could not remove the cup on her own. She stated that she had worn it to bed and when she woke up it was too high to reach. After waiting an hour and trying again, felt the need to go to the emergency room to have it removed. The doctor in the ER was able to remove the cup and discarded it.